Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances and pain at the ipg site following recent weight loss. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the system was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.